Event description:
Additional information received on (B)(4) 2014 indicated that the event was resolved.

Event description:
It was indicated this patient had a peri-urethral injection of bulkamid on (B)(6) 2014. It was also indicated that the event was resolved on this same date.

Event description:
It was reported the patient has worsening stress urinary incontinence. The event status was ongoing as of (B)(6) 2014. The device remains implanted. No further patient complications were reported in relation to this event. Related to manufacturer report # 2183959-2014-00030